Event description:
It was reported that when the programmer was turned on at the start of the day an error code appeared. The power was recycled and the programmer booted slowly but generated the same error. The programmer was returned for service. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Software error on boot up; data corruption was found on the hard drive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.